Event description:
A customer contacted a baxter technical service representative (tsr) regarding a low drain volume alarm. Tsr helped the home patient (hp) check line for kink, and opened and closed patient line and pressed go to go back to drain. Per hp, the patient line is leaking. Tsr helped the hp end therapy, and the hp wll call rn. Homechoice operational. In a follow-up conversation, the hp acknowledged that the sample has been discarded and no sharp objects were used to open the carton or overpouch. The carton or the overporch were also not damaged in any way prior to therapy. No pets had access to the patient line before or during therapy. There was no patient injury or medical intervention due to this incident and the hp's therapy has been going well since the incident per the hp.